Event description:
Additional information was received from a manufacturer representative (rep) via a patient who was implanted with a implantable neurostimulator (ins). Rep reported that when pt was charging their ins, pt reported the remote was not going through the series of "looking for a device" messages. Rep went through the charging steps of the equipment with no issues and found the device on the first try. Pt noted this typically does not happen. Rep unpaired and repaired the remote and charging equipment to the battery and still had no issues happening while charging. Rep noted pt has requested several replacements of charging equipment. The ins was interrogated with all connections being good for both the battery and leads. Rep reported the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 97745nt serial# (B)(6) product type product ID 97755-s lot# serial# (B)(6) product type recharger product ID 97745nt serial# (B)(6) product type product ID m995402a001 serial# (B)(6) product type product ID 97745nt serial# (B)(6) product type product ID 97755-s serial# (B)(6) product type recharger product ID 97745nt serial# (B)(6) product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was that they were having issues charging the implanted neurostimulator which started a couple or three days ago. Yet, patient commented that they had trouble with the implant for awhile. Patient said that when they would get ready to hook up the recharger to the controller, the controller would be at 100% and the implant would be between 60% and 80% and once they finished charging, their controller battery percentage would stay at 100%/ won't deplete from 100%. Patient then said that this morning they hooked up the belt and tried to charge the implant, but the implant wouldn't charge and the controller wasn't doing anything. Patient noted that they reset the controller three times. During the call, patient confirmed no visible damage to the recharger cord and controller charging port. Patient reset the controller. Patient started an implant charge session and got no device found which the patient commented that's what they had been seeing. Patient confirmed they last successfully charged their implant yesterday. Patient was able to advance past no device found and confirmed they were recharging excellent with the controller at 100% and the implant at 90%. Agent had patient disconnect the recharger, lock the controller and unlock it to see if they got no device found. Patient saw no device found on the controller with and without the recharging antenna connected. The issue was not resolved. Agent reviewed information. A replacement controller was sent out. No symptoms were reported. Additional information was received from patient stating they received the replacement controller. Patient stated that they were programming the controller and were on step 5 or 6 and got kicked to the connect the recharger screen and were trying to charge but nothing would happen. Patient noted that the controller quit and took them to the connect screen. Patient added that they have been having a little bit of trouble staying connected and making a connection. Agent walked patient through a controller reset. Agent then attempted to walk patient through finishing the pairing process. Patient said the controller screen powered back on saying to control temporary implant press continue or cancel so they hit continue. Patient mentioned that the screen then took them to connect the recharger and they then got stuck on checking recharger until the controller quit and kicked them back to the setup screen. Patient hit implant and then went to the connect screen and got stuck on checking recharger again until the screen went black and they were at the setup screen again. Agent had patient disconnect from recharger and hit implant. Patient then connected the recharger and got the connect screen but were stuck again. A replacement recharger (rtm) was sent out. No symptoms were reported. Additional information was received from patient stating they received the rtm cord today from repair but he does not have a controller because he sent his replacement controller and his old controller back on friday. Pt stated he tried to use the new controller but it wouldn't work at all when he tried to pair it. So, pats agent told pt to send it back with the rtm cord and his old controller. Repair verified the package has not been received yet. A replacement controller was sent out. No symptoms were reported. Additional information was received from patient stating they found the controller that was replaced. Patient tried using the controller this morning 3 times and it was not working as it wouldn't go into the charge mode. Agent understood as charging the implant. Patient noted ongoing issues and that the controller would go around and around on looking for a device and would shut down. Patient said that when they get the most recent controller replacement, they will be sure to send back their controller. Additional information was received from patient stating received their replacement equipment in the mail, two controllers, and one recharger, and they are still having the exact same issue as before. Patient stated they are going through setting up their replacement controller, and they complete all the pairing steps until they connect the recharger, and when they press continue, the controller will just spin and spin on checking the recharger and will not move past. Patient stated the screen timed out, so when they pressed the up arrow on the controller to wake up the screen, the controller screen goes straight back to set up for implant screen. Agent confirmed patient is using all the correct replacement equipment. Agent had the patient remove the recharger then blow into the controller port and clean controller port pins. Patient still saw checking the recharger screen. Patient stated this is now their 5th day without stimulation due to technical issues. The issue was not resolved. A replacement battery pack was sent out. No symptoms were reported. Additional information was received from patient stating they got the battery pack and still having issues. Patient confirmed seeing set up screen. Patient reset the controller and confirmed the controller took a charge from the ac power supply cord. Patient attempted to set up the controller but still cannot bypass checking the recharger. Patient stated they cleaned the contacts of the recharger and controller. A replacement controller and recharger was sent out. No symptoms were reported. Additional information was received from patient stating they received the devices and they are able to charge their implant and everything is working well. Additional information was received from a patient (pt). It was reported that they received all new equipment except for a belt. Patient reported that they cannot charge the implant and that the charge session constantly skips looking for a device and jumps to checking recharger. Patient stated that they have tried resets of the controller and restarting charge sessions but nothing helps; patient added that sometimes it takes half an hour to start a charge session. Patient noted that they will get stuck on checking recharger for 20-30 minutes and then the charge session will quit and kick them out and they have to start all over again. Patient mentioned that their equipment has been giving them a hard for a few days now and that for example, this morning they started charging at 5:30am and barely got any charge by 6:30am. Patient noted that they spoke to a manufacturer representative (rep) and they tried to help but told patient to call patient services. Agent walked patient through a controller reset; agent had patient inspect the recharger for any visible damage and patient confirmed there was no damage. Patient attempted to start a charge session but got stuck on che cking recharger and then got kicked out of the charge session. Agent advised patient to follow up with their managing healthcare provider (hcp); patient mentioned they have an appointment with their doctor at the end of the month but will try to get in sooner. Patient was redirected to hcp to further address the issue.